Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while on a call for a patient in cardiac arrest, (B)(6) 2025, after they achieved rosc, return of spontaneous circulation, a 12-lead ECG electrocardiogram was attempted. The customer reported no visible ECG tracing on the 12-lead "post rosc" or after return of spontaneous circulation. Th procedure had to be repeated, otherwise no impact to patient was noted.